Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified that the shaft was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the shaft. A visual and tactile examination of the midshaft identified that the shaft was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the shaft. An examination of the crimped stent identified that the proximal end of the stent was damaged. A strut at the proximal end was lifted. No issues were noted with the mid to distal end of the stent and the stent was fully secured in its correct location on the balloon. An examination of the tip identified no issues with its profile. A recommended 0.014inch size guidewire was inserted through the tip and wire lumen with no resistance noted. The stent protector was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm promus premier stent was selected to treat the lesion. When the device package was opened, it was noted that the proximal edge of the stent was flared. The procedure was completed with a 4.0 x 38 mm non bsc stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm promus premier¿ stent was selected to treat the lesion. When the device package was opened, it was noted that the proximal edge of the stent was flared. The procedure was completed with a 4.0 x 38 mm non bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).